Manufacturer narrative:
E1: initial reporter first name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of the minicap transfer set. This occurred when disconnection from a drain bag after peritoneal dialysis therapy. The transfer set had been in use for fifteen days and was replaced as a result of the separation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.